Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported they had been having a return of symptoms, including nausea, vomiting, and diarrhea. The patient had been dealing with symptoms and been absent from work on and off for "months" and specifically has had diarrhea for the last 25 days in a row. It was stated the patient has had several emergency room (ER) visits and hospitalizations recently due to symptoms. The patient visited the ER and was admitted on (B)(6) 2016, was admitted a "few" times in (B)(6), and visited the ER again in the end of (B)(6). The device had not been checked "in a while." The patient was indicated for gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care professional (hcp) reported the patient's main complaint was diarrhea, which the hcp did not think was related to the gastroparesis. Diagnostics performed were noted as labs, upper endoscopy, stool studies, lactulose, breath test, all were negative. Actions/interventions taken were noted as treating diarrhea, not gastroparesis. Cause of the return of symptoms were noted as diarrhea, not gastroparesis. In response to the return of symptoms being resolved, it was noted diarrhea, not gastroparesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.